Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the cable unit was twisted and the video connector had a dent. Therefore, omsc presumed that the reported phenomenon occurred because an excessive force was applied to the device and cable unit malfunctioned.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, there was an intermittent image when checking scope communication error e226. The intended procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the faulty cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.